Event description:
The customer reported a continuous tone and unresponsive buttons, as well as the software version at the bottom of the screen. Troubleshooting was performed, but the buttons remained unresponsive. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
All buttons functioned properly. No ramping numbers were noted on the display. No damage to the keypad traces were noted. However, during testing, a frozen display with a constant tone was noted due to moisture damage on the electronics assembly.